Event description:
Healthcare professional reported unknown side "device is broken". Device has been explanted and not replaced.

Manufacturer narrative:
E1. Phone number continued: (B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Clarification to partial date of implant d6a: 2002 was provided. Laboratory analysis summary: the device related to the reported events rupture was received on august 13, 2025 with lot number 135475. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as surgical damage. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported unknown side "device is broken". Device has been explanted and not replaced.